Event description:
It was reported in a general comment that during use to of an unspecified bmw guide wire, there was not 1:1 precision when torquing the guide wire. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided. The procedure date has been estimated to be on (B)(6) 2026 as this is the abbott aware date.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.b3, b6: dates estimated.d4: the UDI number is not known as the part and lot number were not provided.